Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor no functioning occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, signal loss greater than an hour was found in connection to the reported allegation. The reported event of a sensor not functioning is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.